Event description:
User facility reported device was in use with pt. According to report the hme was unable to be removed from the tracheostomy tube. The tube was removed from the pt and replaced with a new tube. No permanent adverse effects to pt reported.

Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a f/u report detailing the results of the eval.